Event description:
It was reported that intermittent occlusion alarms occurred. Despite recurring issues, there was no adverse impact on the customer¿s blood glucose levels, as it remained below 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.